Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an emergency neurovascular treatment was completed on same system. A philips remote service engineer (rse) analyzed the system log file and found that the that the current flowing through the front x-ray tube frequently deviated from the specified value. A philips field service engineer (fse) visited the site, and upon troubleshooting, identified an error message indicating that the small focus was broken and the system had automatically switched to the large focus. The issue was traced to a broken filament in the tube. The defective tube was sent back to philips for further analysis, which confirmed that the small filament was faulty. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.